Manufacturer narrative:
The reported malfunction has been attributed to an unseated component on the digital board. Proper installation of the component restored the unit to normal operation.

Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device only displayed a dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.